Manufacturer narrative:
A probe was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer's complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that during vitreous-retinal procedures, the cutter was "engaging tissue and not releasing instead of cutting", intermittently for a couple of weeks. The cut speed was reduced and it began to cut and release. There was no known harm to the patients. The product sample was not retained. Additional information was requested; however, none has been received to date.